Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a case damage w/moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: a battery compartment crack was found above and below grip pad to the case seal. Evidence of moisture behind display,inside the pump but not in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.